Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: per reported information a zta-pt-42-38-225 (complaint device) separated from a fenestrated cmd device creating a type iiia endoleak. The patient presented to hospital one year post-op where the type iiia endoleak was discovered. A follow up procedure is planned to repair the endoleak, but no date has been given. A pre-implantation cta and post-implantation cta were provided for imaging review. As per imaging expert finding: the distal descending thoracic aorta was severely tortuous with two nearly 90-degree bends just proximal to the diaphragmatic crus. The most distal previously implanted endograft overlapped the middle endograft by a single stent segment. The short overlap was the result of aortic lengthening after implantation. Additional significant distal aortic lengthening occurred between the planning and complaint ctas. The zta-pt and cmd separated a minimum of 16.2mm. Mean settling was 26.7mm. Relative to the spine, the pre-existing distal thoracic endograft had moved superiorly 41mm by the time the separation was discovered. It is the imaging expert¿s impression that the mechanism was primarily superior movement of the zta-p caused by distal thoracic aortic elongation. A component of simultaneous cmd settling caused by outflow obstruction was possible but not necessary for disconnection. Per instructions for use the proximal component may be used independently or in combination with a distal component. Key anatomic elements that may affect successful exclusion of the thoracic lesion include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees). Less than a three-stent overlap may result in endoleak. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or ulcers, or changes in the structure or position of the endovascular graft) should receive additional follow-up. Review of the device history record gave no indication of the device being produced out of specification. Based on the reported information an exact cause cannot be found, but patient anatomy and disease progression likely contributed significantly to the event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
According to the initial reporter, graft separation between distal thoracic stent and cmd thoracoabdominal graft with stent fracture of covered stent into the sma. The covered stent that fractured is not a cook medical device. Patient outcome: an additional procedure was required due to this occurrence - plan to implant a further thoracic stent to bridge between the distal thoracic stent and the cmd thoracoabdominal graft.